Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.